Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-20. H6: investigation summary: one sample was received by our quality team for evaluation. From the sample, brown foreign matter was found on the bottom web and barrel. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The foreign matter was sent for foreign matter testing to determine the foreign matter type. The results showed that there was no good match in the library for this foreign matter. The spectrum likely indicates the presence of organic compounds and it is likely a complex mixture. The molding, assembly and packaging processes have been reviewed; no possible source of the organic compounds could be found. Therefore, to root cause was able to be determined. H3 other text : see h.10.

Event description:
It was reported that a "brown stain" was found inside the syringe 10ml ls. The following information was provided by the initial reporter: "brown stain on the internal wall. Customer noticed that before use there was a brown stain on the internal wall of the syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a "brown stain" was found inside the syringe 10ml ls. The following information was provided by the initial reporter: "brown stain on the internal wall. Customer noticed that before use there was a brown stain on the internal wall of the syringe".